Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was oversensing along with some undersensing and inadequate pacing on the ventricular lead. The atrial lead was also found to be oversensing far-field r waves. The sensing issues led to mode switches along with over and undersensing of the atrial lead. Both the atrial and ventricular leads were reprogrammed and remain in use. The patient is a participant in the systems longevity study. No patient complications have been reported as a result of this event.